Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
This file was received from the france health authority and reported that during the intraocular lens (iol) implant procedure, the lens was stuck in the injector. The implant was no longer sterile and could not be used. It was explanted and replaced during the initial procedure with same model company lens.